Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. After review, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the homechoice machine was identified. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
During troubleshooting of an unrelated alarm, it was reported that a homechoice device experienced an unspecified failure during the previous peritoneal dialysis therapy (no details provided). The home patient stated that they had tried to bypass but were not able to. There was patient involvement but no patient injury or medical intervention indicated at the time of the report. Additional information was requested but was unavailable. This is report 1 of 2 involved in this event.